Event description:
Balloon rupture reported. This pt was "very sick". The pulmonary artery catheter was checked after insertion through the contamination sheath and the ballon worked correctly. During insertion of the catheter, the clinician obtained a wedge pressure. The balloon was then deflated. When the clinician attempted to obtain another wedge pressure, they were unable to do so, therefore, removed the catheter and replaced it with another catheter. Upon examination of the balloon after removal, the balloon was noted to be ruptured. An x-ray done post procedure showed an effusion. The pt expired on 8/27/99 from ongoing medical problems. The customer states that there was no harm to the pt related to the event.